Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a depth gauge for locking screw to the tibial nail ex system was appeared to have a broken tip. The surgeon mentioned that the tip of the depth gauge was broken and needs replacement. It was unknown if when was the issue discovered. It was unknown if there was patient or procedure involvement. This report is for a depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.010.072, lot 9517990: manufacturing site: (B)(4). Release to warehouse date: august 06, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: visual inspection of the returned device performed revealed that the distal tip is not broken instead its bent outwards approximately 3-4° which may hinder the functionality of the instrument. Additionally, the ball bearing is missing from the stopper assembly. This is not consistent with the reported complaint condition for broken, however due to the missing ball bearing and bent tip the complaint is confirmed. A dimensional inspection was performed and found to be conforming. A device history review, was performed for the returned instrument¿s lot number and no material review reports (mrrs), non-conformance reports (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A definitive root cause for the device becoming damaged could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.